Manufacturer narrative:
The needle holder (cev738t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. The investigation of the needle holder verified the complaint reported by the customer as valid. Evaluation identified that the ratchet doesn't adhere. After lubrication, the device worked properly. It was determined that this issue was due to a lack of lubrication of the handle. The instructions for use (IFU) states "following cleaning, lightly lubricate instruments with movable parts."

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the ratchet of the needle holder (cev738t5) purchased does not hold anymore. As a result, an increase in surgery time of 30 minutes occurred. However, no adverse event was reported.